Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has recurring incontinence with his artificial urinary sphincter (aus) device. The 4.0cm cuff was explanted and replaced with a 3.5cm cuff. There were no patient complications reported.